Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer loaded a new cartridge to resolve the issue. Reportedly, the customer experienced an elevated blood glucose (bg) level of 544 mg/dl. A correction bolus was delivered to address bg.